Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, malfunction of penile prosthesis. Explanted device received. The lot # was reviewed for complaint trend, nonconforming report, and CAPA. Devices met specification prior to release, and no trends were noted.

Manufacturer narrative:
A trulock connector was received for evaluation. No abnormalities were noted with the connector. The information received indicated a malfunction, but because no functional abnormalities were noted with the returned trulock connector , and the information indicated the penile prosthesis may not have been a coloplast device, the complaint could not be confirmed as reported. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.